Event description:
First day postoperation there was a parapiosthetic leak. The valve was removed and replaced with a different valve. The patient is recovering.

Event description:
See original description. Valve was replaced with a medtronic 21 mm aortic valve. Patient has recovered. Claims of thrombosis found to be incorrect. Event occurred at centro cuore morgagri pedara itlay. Reoperation notes by dr. L patane.